Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse found blue pedal to have no audible clicking noise. The dual pedal was replaced to resolve the issue. The system was tested and verified as ready for use. The product has not been received for failure analysis evaluation. .

Event description:
It was reported that prior to start of a da vinci-assisted procedure, after port placement, a ¿depressed foot pedal¿ message appeared on the erbe generator. The team attempted to power cycle the generator, but the message persisted. The intuitive surgical inc. (Isi) technical support engineer (tse) explained that the issue may be related to the foot switch assembly located in the drawer. The clinical sales representative (csr) confirmed that the foot switches had been checked and were not pressed. The tse further clarified that the generator itself may be functioning properly, and the error could be isolated to the foot switch assembly. The tse advised that if this occurs again, the foot switch pedals can be disconnected at the rear of the erbe generator, where the connections are marked with a foot switch icon.